Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable. The trunk cable was cut, severing wire within the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.